Event description:
It was reported that unspecified quantity of one-link non-dehp standard bore catheter extension sets could not draw blood. The event occurred during blood draws. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event reportedly occurred between the end of march/beginning of april. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4 (including update to expiration date to n/a). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.